Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, patient experienced discomfort, especially when swallowing food. However, after a couple of weeks, the capsule still did not drop off. The capsule was removed from the patient's doctor and the patient experienced a lot of pain. The doctor prescribed carafate after removal.